Event description:
It was reported the pt experienced a shocking sensation in her hands. The pt stated the sensation made her pain worse, and prevented her from standing properly. The pt had her scs system removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.